Event description:
A maude event report was received from a user facility that wished to remain anonymous. The report states that the facility had been using the listed device to access a pt's implanted portal for administration of fluids. The device was changed every 7 days for approx 1 year. On an unk date on 2013, the report alleges that a black spot at the pt's port was noticed by the rn during the change of the listed device. The port was then replaced on an unk date in 2014. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.